Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. Correction: the pilot 200, guide wire referenced is being filed under a separate manufacturing report number. (B)(4).

Event description:
Subsequent to the previously filed medwatch report new information provided states the pilot 50 guide wire tip deformation observed was a bend in the guide wire tip.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The pilot 50 guide wire referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the concentric, mildly tortuous, chronic totally occluded (cto), 100% stenosed, distal circumflex. The pilot 50 guide wire was advanced to the lesion; however, the tip of the guide wire caught in the calcified cto lesion. During retraction of the guide wire resistance was met with the guiding catheter. After retraction the guide wire was observed to be deformed. A pilot 200 guide wire was used in another attempt to get through the cto lesion; however, it also became trapped in the lesion. The guide wire tip was observed to be kinked on angiography. When the guide wire was removed with force, the tip of the guide wire separated. The separated portion was removed with a snare device. The procedure was aborted at this point due to the accumulation of contrast media that had been used. It is unknown if another procedure is planned. No adverse patient effects were reported. No additional information was provided.